Event description:
It was reported to medtronic minimed that the customer experienced device test failed, pump error 42, pump error 82, pump error 130, exposed to moisture, flashing medtronic logo, pump error 3, and pump error 4. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process but the pump did not pass the displacement test. The customer reported a flashing medtronic logo on the screen that was not a single flash. The customer reported that the pump was exposed to moisture but there was no visible fluid in the pump. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1884l was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was successfully downloaded using thump software. Unit passed the following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, sleep current measurement, active current measurement, displacement accuracy test, and self test. After testing, unit unexpectedly alerted open book image. On adapt, pump error 4 was recorded on 11/01/2024 20:22:01.000. Pump error 3 was recorded on 11/01/2024 22:55:52.000. Pump error 42 was recorded on 11/01/2024 22:55:54.000. Pump error 82 was found in the history file/long trace file on 11/01/2024 20:07:00.000. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Motor was tested outside of the device on the stb3 station and passed. Pump error 63 was recorded on 11/01/2024 22:55:52.000 due to hardware error (filenum/linenum=32143/399). Pump error 53 was recorded on 11/01/2024 20:22:01.000 due to software error (filenum/linenum=188/1364). Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, j6 connector, and motor assembly. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked keypad overlay, and stained keypad overlay. In summary, pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf 3562136 and esf 4669627. Per software engineer log, open book image confirmed due to pump error 40 triggered by hardware error caused by moisture damage. Device test failed was confirmed due to open book image. Pump error 63 confirmed due to hardware error caused by moisture damage. Pump error 53 confirmed due to software error. Pump error 3 and 4 confirmed due to moisture damage. Pump error 42 confirmed due to moisture damage on motor assembly. Flashing medtronic logo and pump error 130 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced pump error 42 (drive count error boundaries exceeded after movement), pump error 82 (the hrm task did not grant motor power in reasonable time), pump error 130 (this alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), exposed to moisture, flashing medtronic logo, pump error 3 (the main arm cannot communicate with the motor arm), and pump error 4 (the motor arm cannot communicate with the main arm).